Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a couple months ago/about 3 months ago, patient noticed stimulation would indicate it was off, then she would turn stimulation on and increase program 1, then when she went into program 2 it would indicate program 2 was off so she would have to turn stimulation back on to increase. On the day of the call, patient had turned stimulation off about 30 mins ago and still feels stimulation. Patient is set to group c and has p1 < & > p2. Patient services reviewed possible residual stimulation and recommended waiting long to see if the feeling dissipates but to follow up with the hcp to check the stimulator if the issue continues. Patient confirmed the controller was functioning as expected during the call. No further complications were reported.